Manufacturer narrative:
(B)(4). Date sent: 12/19/2024. Additional event information this surgeon is a high-volume surgical oncologist who was recently an mdt customer and has switched to ethicon. The surgeon performs 80-100 procedures. She recently has been experiencing a higher-than-average number of complications. The surgeon had two whipple procedures that were successfully completed but post-op a pancreatic leak from the pj anastomosis site caused a leak which led to a gda blow out at the staple line of transection of the gda. Complication caused significant bleeding and required multiple trips back to the or/ir. The pj anastomosis leaks and gda blow out occur at day 8-10. Both cases required takebacks due to the leaks. When asked if there were any complaints on staple formation seen intra-op, the response was no. Per the sales rep, the anastomosis is all hand sewn in procedure. Intra-op, they have complete hemostatic, the leak occurs post-op. Don¿t know if the leak is from anastomosis or pancreatic fistula. Nor if it is at or above the staple line. When closing the stapler on pancreas, is it one closure or a gradual compression? Unsure when firing, the surgeon does wait for tissue compression and doesn¿t pulse fire. Was a leak test performed? If so, what type and what was the result? A leak test was no performed as it is a pj anastomosis. Was the staple line visualized endoscopically during the initial surgical procedure? Staple line was inspected as it was an open procedure. How was the leak identified? Leak was identified post op. What was observed at the site of the leak upon reoperation? A leak at the pj as well as a pseudo aneurysm of the gda. How was the leak addressed? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Surgeon does not believe the leak was because of the stapler. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe that either staplers caused or contributed to the pancreatic leak? Why or why not? Does the surgeon believe that either stapler caused or contributed to hemostasis event? Why or why not?

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024 additional information received: this surgeon is a high-volume surgical oncologist who was recently an mdt customer and has switched to ethicon. The surgeon performs 80-100 procedures. She recently has been experiencing a higher-than-average number of complications. The surgeon had two whipple procedures that were successfully completed but post-op a pancreatic leak from the pj anastomosis site caused a leak which led to a gda blow out at the staple line of transection of the gda. Complication caused significant bleeding and required multiple trips back to the or/ir. The pj anastomosis leaks and gda blow out occur at day 8-10. Both cases required takebacks due to the leaks. When asked if there were any complaints on staple formation seen intra-op, the response was no. Per the sales rep, the anastomosis is all hand sewn in procedure. Intra-op, they have complete hemostatic, the leak occurs post-op. Don¿t know if the leak is from anastomosis or pancreatic fistula. Nor if it is at or above the staple line. When closing the stapler on pancreas, is it one closure or a gradual compression? Unsure when firing, the surgeon does wait for tissue compression and doesn¿t pulse fire.

Event description:
It was reported that post op of a whipple procedure that the patient was brought back to the operating room twice. About ten days post op patient presented with a pancreatic leak which eroded down into the gastro duodenal artery causing a gda blow out at or around the staple line. Patient is now stable.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number c9ep1y, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.